Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient developed an infection at the pod¿s insertion site while wearing the device. Symptoms reported include purulent discharge, a large lump at the site and a blood glucose level over 400 mg/dl. Patient removed the pod and visited pediatrician, who prescribed bactrim oral antibiotic. When symptoms did not improve the following day, the patient was taken to the emergency room (ER) and diagnosed with cellulitis. In the ER, patient was given 2 doses of clindamycin intravenously and given a 10 day prescription of clindamycin upon ER discharge.